Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient receiving baclofen via an implanted pump. The patient¿s medical history was a spinal tumor. The indication for pump use was spinal cord injury/spinal cord disease and intractable spasticity. It was reported that the patient came in to have her pump pocket site revised as she had been flipping her pump. The flipping of the pump began roughly a few months ago. After opening the pump pocket site, the hcp noticed that the pocket appeared abnormal and possibly infected. He swabbed the site and sent it to the lab to test for possible infection. The decision was made to remove the entire system. It was unknown at this point if the patient would have the system replaced in the future. It was unknown if there were any environmental, external, or patient factors that may have led or contributed to the issue, but the hcp stated that the patient was treated for a uti (urinary tract infection) in the months prior to the surgery.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) via the company representative who reported that the swabs taken at the pump site tested positive for mrsa (methicillin resistant staphylococcus aureus). The blood cultures came back negative.